Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reports he was sent replacement wafers as a substitute for his current wafer. He had measured his stoma ahead of time at 38 mm, but the precut wafer cut into his stoma resulting in minimal bleeding which he easily controlled on his own. Per the additional information received, the end user likely requires "a larger size or a moldable product to compensate for these fluctuations. With his history of cancer related bleeding problems it would take very little friction to result in bleeding. There was no mention of damage or sharpness on the wafer." No further details have been provided.